Event description:
The head nurse referred to the (B)(6) that: during the surgery when they opened the package the item showed traces on his surface that seemed to be like rust traces. For this reason the surgeon decided not to use it and ended the surgery using another item.

Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Material analysis indicated the stain was organic and most likely a hydrocarbon. However, origin to the cause of the observed stain could not be verified. Conclusion: root cause could not be determined.